Event description:
It was reported that the knob was broken on the unit. This was found during pre-clinical check. No patient involved.

Manufacturer narrative:
The reported unit was returned and evaluated. The unit was received with the master knob not attached. It was also observed to have a loose water trap and the unit was out of calibration. The knob was reattached, the water trap fitting was replaced and the unit was calibrated. The device was returned to the customer. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. A review of the service history found that the reported device was thirty-three (33) years old at the time of the reported event and regularly maintained according to our recommended intervals. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the user normal manual indicates the performance verification procedure is intended to be performed in hospital by qualified technical personnel, and should be performed at least once per month or more frequently if desired. A warning states, "if the ventilator fails to meet any design specifications, it should be removed from use." And "factory service should be performed at 2 year minimum intervals"